Manufacturer narrative:
Initial.

Event description:
It was reported that the patient missed the breakfast announcement, later entered a late meal and a correction for the missed announcement, experienced a rapid rise in blood glucose to 347 mg/dl confirmed by fingerstick, then a drop to 30 mg/dl that required glucagon administration; the event was associated with improper or incorrect procedure or method and involved the user interface. Symptoms included confusion or disorientation, dizziness, and muscle weakness associated with hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to announcing meals outside the recommended time window. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.